Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.